Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood backflowed when the maxzero needleless connector was used with the clamped power PICC. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about backflow of blood with the use of maxzero. The customer uses maxzero with power PICC. Blood flowed backward. PICC was clamped."

Event description:
It was reported that blood backflowed when the maxzero needleless connector was used with the clamped power PICC. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about backflow of blood with the use of maxzero. The customer uses maxzero with power PICC. Blood flowed backward. PICC was clamped."

Manufacturer narrative:
H.6. Investigation: a mz1000 sample was not available for investigation of this feedback; however the customer indicates that blood back flow was identified to the maxzero, even though the PICC line had been clamped. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. A review of the production records for lot 20045615 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample or the connecting products it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.